Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving hydromorphone (unknown concentration and dose) via an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs). Concomitant medication was morphine (slow release) and 90mg/day of oxycodone for breakthrough pain. The date of the event was (B)(6) 2015. The patient hurt his back early (B)(6) 2015 due to a main pipe broke underneath the house and was coming up through the concrete in the living room and had been in the hospital a couple of times. The patient gained 40 pounds and the pain was so bad it dropped him to his knees due to the injury. Since the injury in november the patient had not been able to do much and was homebound. The patient felt like the pump was not working. The patient had been wearing a back brace that goes over the pump, and was in a lot of pain over the pump. The patient's neck was fused at cervical spine 3 ,4,5,6,7. The pump has been a "god send". The patient planned to follow up with the physician next (B)(6) 2015. Per hcp the pain had nothing to do with the pain pump. The cause of the event, interventions, troubleshooting/diagnostics were not reported; additional information has been requested, but was not available as of the date of this report.